Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain (reported as stomach pain). The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis and another unrelated medical condition. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. On an unknown date, the patient was discharged from the hospital to a rehabilitation facility. The patient's recovery status and outcome of the event were not reported. No additional information is available.